Event description:
It was reported that the customer experienced a tandem mobi cartridge alarm. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer reverted to manual injections for insulin therapy.